Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak in second o rings and insulin pump was under delivering. The customer¿s blood glucose level was 344 mg/dl at the time of the incident. The customer was treated with syringes. The customer alleges insulin pump was under delivering. The drive support cap appears to be normal. The reservoir will be returned for analysis and insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles and not leak.